Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the blade did not fit into the cutting guide as it should. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The instrument was returned and evaluated. Visual inspection performed to verify item and lot . Visual inspection shows there are light scratches and nicks. It was also noted that slot edges were found dented, stripped and damaged which are indicative of repeated use. Device history record was reviewed and no discrepancies relevant to the reported event were found. Based on the information available, root cause can be determined as normal wear and tear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during total knee arthroplasty surgeon cut distal femoral bone with cutting guide, the blade played within the standard slit more than usual although it didn't play much in the +3mm slit.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.